Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl and observed blue-colored insulin leaking from the cartridge after connecting the cartridge to the tubing outside of the ilet, which was inconsistent with the intended use and resulted in interrupted insulin delivery. Symptoms included hyperglycemia. Outcomes included self-management without hospitalization or third-party assistance, temporary cessation of pump therapy with a return to multiple daily injections, and successful resumption of insulin delivery after guided supplies change. Investigation included customer interview and troubleshooting focused on cartridge handling and connection sequence. Investigation of this case revealed user handling error related to connecting the cartridge outside the device, consistent with cartridge leakage and delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge connection leading to leakage and under-delivery.